Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. As per the crf, the patient had a previous history of two pci surgeries. In (B)(6) 1997, the patient had a cook gianturco stent placed in the drca; and in (B)(6) 2008, the patient had a promus stent placed in the ramus intermedius. At the time of index procedure, angiography revealed three vessels diseased. The indication for the procedure was positive functional test for ischemia. The first lesion treated was distal right coronary artery that was described as 20mm in length, class c, and 85% instent restenosis of previous non-cypher stent. The reference vessel was 2.75mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 15mm balloon at 20atm and a 2.5 x 23mm cypher rx was implanted at 20atm. As a standard procedure, the stent was post-dilated with a 2.5 x 12mm balloon at 18atm. The second lesion treated was mid right coronary artery that was described as 25mm in length, class b1, and de novo with 85% stenosis. The reference vessel was 3.25mm in diameter. As planned, the lesion was pre-dilated with a 2.75 x 15mm voyager balloon at 20atm and a 3 x 33mm cypher rx was implanted at 16atm. As a standard procedure, the stent was post-dilated with a 3.25 x 15mm balloon at 20atm. The third lesion treated was proximal left anterior descending that was described as 10mm in length, class b1, and de novo with 95% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 13mm cypher rx at 14atm. As a standard procedure, the stent was post-dilated with a 3.5 x 12mm balloon at 18atm. It was reported that the cardiac enzymes prior to the procedure was normal in range, but the troponin I was 0.10 (0.05 ul) at 6-12 hours post index procedure; and 0.16 (0.05 ul) at 16-24 hours post index procedure. The ECG core lab reported no new st-t abnormalities and no new q waves.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction based on the received adjudication minutes as well as coronary artery occlusion and embolization. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of atrial fibrillation, history of myocardial infarction ((B)(6) 1997), history of previous pci ((B)(6) 2008), history of kidney stones, history of hearing loss, history of hemorrhoids, history of bursitis and history of colon polyps. As per the crf, the patient had a previous history of two pci surgeries. In (B)(6) 1997, the patient had a cook gianturco stent placed in the drca; and in (B)(6) 2008, the patient had a promus stent placed in the ramus intermedius. At the time of index procedure, angiography revealed three vessels diseased. The indication for the procedure was positive functional test for ischemia. The first lesion treated was distal right coronary artery that was described as 20mm in length, class c, and 85% instent restenosis of an unknown stent. The reference vessel was 2.75mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 15mm balloon at 20atm and a 2.5 x 23mm cypher rx was implanted at 20atm. As a standard procedure, the stent was post-dilated with a 2.5 x 12mm balloon at 18atm. The second lesion treated was mid right coronary artery that was described as 25mm in length, class b1, and de novo with 85% stenosis. The reference vessel was 3.25mm in diameter. As planned, the lesion was pre-dilated with a 2.75 x 15mm voyager balloon at 20atm and a 3 x 33mm cypher rx was implanted at 16atm. As a standard procedure, the stent was post-dilated with a 3.25 x 15mm balloon at 20atm. The third lesion treated was proximal left anterior descending that was described as 10mm in length, class b1, and de novo with 95% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 13mm cypher rx at 14atm. As a standard procedure, the stent was post-dilated with a 3.5 x 12mm balloon at 18atm. It was reported that the cardiac enzymes prior to the procedure was normal in range, but the troponin I was 0.10 (0.05 ul) at 6-12 hours post index procedure; and 0.16 (0.05 ul) at 16-24 hours post index procedure. The ECG core lab reported no new st-t abnormalities and no new q waves. As per the pi, there was no periprocedural mi, but there was a side branch obstruction with lad stent and small component of distal embolization. This elevated troponin I was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15107361 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Distal embolization is a known potential adverse event associated with cypher stent implantation. In this case there was thrombosis within the target lesion and debris from the interventional efforts. Loose thrombus and vessel debris can float downstream with the return of antegrade flow and block or occlude distal vessels. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00402, 3003742446-2012-00403, and 3003742446-2012-00404.

Manufacturer narrative:
As per the pi, there was no periprocedural mi, but there was a side branch obstruction with lad stent and small component of distal embolization. This elevated troponin I was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the day after. Concomitant medications included abciximab, amiodarone, aspirin, plavix, coradarone, coreg, coumadin, lipitor, lortab, and ramipril. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00402, 3003742446-2012-00403, and 3003742446-2012-00404.